Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant procedure, the left ventricular lead exhibited loss of capture. On (B)(6) 2016, the patient presented for lead revision. During procedure, due to patient anatomy, the lead was explanted and replaced. No further information was available.